Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic total colectomy procedure the surgeon fired four to six clips. On the next firing the device made a crunching noise and the device would not open. It is unknown if there was a clip in the jaws when the device locked on tissue. A harmonic device was being used in the case already so the surgeon used the harmonic device to remove the device from the tissue. The surgeon handed the device to the scrub tech and the scrub tech pulled the hand and the trigger apart and the device opened. The scrub tech tried to fire the device at the back table and she noticed that there was no clip in the jaws of the device. After trying to fire the device the device would not open. There were no more clips needed in the case. The case was completed with no patient consequence.